Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was making loud squeaking noise, during breath pressure/flow wave during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2 gas module were replaced and returned for investigation. The air gas and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. The reported squeaking noise was not reproduced during test of the returned air gas and o2 gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. A hypothesis is that the o2 gas module was oscillating during the event, experienced as squeaking noise. During an oscillation the effect is usually a higher flow from the o2 gas module creating a higher o2-concentration than expected. According to the device logs there are alarms for high o2-concentration, that we could trace back the reported problem to (B)(6), and the date of event was determined to be (B)(6) 2018. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).